Event description:
Follow-up with the patient¿s healthcare provider indicated that the cause of the event was that the "patient was touched" by a voltage meter. A repeat office visit was reportedly going to be scheduled for (B)(6) 2013. The patient did not require hospitalization. Patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient touched a voltage meter in an engineering class the prior day. The patient¿s mother stated that up to that point the patient could feel the implantable neurostimulator (ins) ¿hum¿, but was no longer feeling that. The patient¿s stomach was hurting today. It was unknown if the ins had been turned off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Conclusion codes have been updated.